Manufacturer narrative:
-Complaint is not confirmed. -one unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. -the returned device was visually inspected, and it was noted that the top panel of the housing was not fully attached and the warranty seal had been tampered with. -the most likely cause for the this failure can be attributed to misuse due to a user modification. -the returned device was assembled with an ar-6410 lot# 73988853, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 26 minutes with no issues. When the run button was pressed again to end the run, the pump did not continue to run. No problem found., -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. -no problem found. -refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device is not controlling the pressure properly and blowing up the joint. The problem was noticed during reprocessing. Update swit 23-apr-2024: patient experienced pain post op but no long lasting effects. The surgery was finished successfully. No further information was received.